Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 390 mg/dl. A supply change was performed to address the issue. A system check was performed and the cartridge connection was found to be loose. Tandem technical support reviewed the load process with the customer.